Manufacturer narrative:
A ge service representative performed an onsite investigation. The left handle on the workstation was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that workstation transport handle became detached from the system due to a broken bolt. No patient injury was reported.